Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have occurred because the ccd unit failed or the camera cable was broken, due to unexpected stress on the camera head¿s main body or camera cable due to user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(4) for evaluation. Olympus repair center inspected the device and confirmed the following; there was no abnormality on the exterior and the inside of the device. The device worked correctly when connected to the olympus video system center, otv-s190. Noise was intermittently displayed on the endoscopic image due to a slight disconnection in the inner center of the camera cable. Pixel correction was performed, but a defective vertical line was displayed on the left side of the center of the endoscopic image due to a malfunction of the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was cut out when the device was connected to the video system center. And the user also reported that the endoscopic image disappeared during the procedure but then the image was redisplayed. The user completed the procedure with the device. There was no report of patient injury associated with the event. Olympus inspected the device at olympus repair center in (B)(4) and found that the endoscopic image of the device was noisy.